Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the glue immersed on the bending rubber and clinical glue stuck inside the instrument channel could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had glue immersed on the bending rubber and clinical glue stuck inside the instrument channel. There was no patient involvement.